Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient with the cobas 6000 c 501 module. The initial result was 1.61 mg/dl. The repeated result was 0.87 mg/dl. The second repeated result was 0.89 mg/dl. The questionable result was reported outside of the laboratory and questioned by the patient. The reagent lot number was 51387001 and the expiration date was 31-jul-2021.

Manufacturer narrative:
A field service engineer was dispatched and performed various checks and adjustments. No further issues were reported after the service visit. The investigation determined the service performed by the field service engineer resolved the issue.